Event description:
Additional information received indicated the first injection was continuous without suspension, and the interval between the second injection was about two minutes. After the second injection, angiography showed that the main malformed mass was embolized, so they extubated to complete the surgery. There was no surgical/medical intervention required, and the patient was in good condition.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10. Device available, return date - additional information. G4. Date manufacturer received - additional information. G7. Type of report - additional information. H2. Follow-up type - additional information. H3. Device evaluation, device returned - additional information. H6. Evaluation codes - additional information, device evaluation. H10. Additional manufacturer narrative - additional information, device evaluation the marathon micro catheter was returned for analysis. No damages were found with the marathon hub. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found ruptured at ~1.0cm from the distal tip. The marathon micro catheter was flushed, and water did not exit the distal end as the marathon was found occluded with onyx. An in-house mandrel was inserted into the marathon hub and distal tip. The mandrel became stuck at both the hub and distal tip and could not be inserted. No other anomalies were observed. Based on the device analysis, provided image/video from the customer and reported information, the report of ¿catheter leak¿ was confirmed as a rupture was found on the distal catheter. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. Customer reported during procedure, onyx flowed back out the hub of the catheter, indicative that the catheter was occluded. Continuing to pressurize the catheter against the occlusion would cause the catheter to burst. There was an indication that the event could be related to a potential manufacturing issue; therefore, a device history record review will be performed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that had a leak. The patient was being treated for a right frontal ateriovenous malformation. The patient's vessel tortuosity was normal. It was reported that the marathon catheter was prepared, inspected, and tested prior to use according to the manufacturer instructions for use. The marathon was placed in the patient. The surgeon began to deliver onyx solution into the mass. However, during the process, onyx was found to be pushed out from the proximal end of the catheter and not all of the onyx was delivered into the lesion. When the microcatheter was removed from the patient's body and pushing in vitro, it was discovered there was a hole in the distal soft segment of the catheter. There was no harm or injury to the patient reported.